Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient programmer is not powering on and they did not have new batteries to try. Patient will call back if further assistance is needed. Patient states not knowing how to take the battery compartment door off to find the serial number. No symptoms were reported.